Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedances. Technical services (ts) was consulted and upon review of the available information pacing impedances with values greater than 3000 ohms were observed in the right ventricular (rv) channel. In addition, a signal artifact monitor (sam) episode was noted to be recorded due the elevated impedances. Further in clinic evaluation was recommended. This ICD remains in service. No adverse patient effects were reported. Further information was provided stating that therapies were disabled per physician discretion. In addition, the patient was reported to had been referred to another facility for a replacement procedure in the near future. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.